Event description:
This hosp reported that this unit was ventilating this pt when, during a coughing episode, this unit activated an inop condition and shut down. The pt was removed from this unit and bagged. This hosp reported that this event led to cyanosis with low blood oxygen saturation readings and developed a bilateral pneumothorax, resulting in an increased stay of 10 days. This pt has since been discharged from this hosp.